Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 5 infusions set fell off during use on (B)(6) 2024. Insertion site was abdomen. Tape was applied over the infusion set. Infusion set was cleaned, air dried and free from hair. Infusion set has been used for 12-24 hours. Blood glucose level was high and experienced with high ketone level. High level of ketones was life threatening. Patient was taken in emergency room. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1890618.